Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). During follow-up post MRI, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation and high voltage therapy was not active. The ICD was not compatible for MRI and MRI settings were not enables prior to the scan. No additional surgical procedure was performed. Patient condition was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator was restored.